Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple inaccurate fill estimate readings with multiple cartridges. Customer's blood glucose level was not impacted. Customer reloaded the same cartridge, and will continue to monitor system performance.